Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen 2000mcg/ml at 75mcg/day clonidine 1500mcg/ml at 56.3mcg/day and dilaudid 20mg/ml at 0.75mg/day via an implantable pump. On (B)(6) 2020 the patient reported that their pump was ¿constantly moving right in the crease¿ and sometimes when she bends over the pump ¿gets stuck¿. The patient could not get bent back up straight with her back. The patient also stated that the issue was also causing issues with accessing the pump refill port for refills as well as the patient had issues with communicating with the pump. The patient also stated they think they get too much drug because she receives back to back boluses as she does not think the first bolus was delivered due to the communication issues but then the next bolus is given when the patient did not want it. The patient stated she had asked their healthcare provider for narcan because she experiences being lightheaded, can smell and taste the drugs and has nausea. Per the patient their healthcare provider would not do anything about the symptoms the patient after ptm boluses. No further complications were reported regarding the event.